Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage of saline with the use of iag. According to the customer's report, saline leaked from the connection between the catheter hub and the IV line.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage of saline with the use of iag. According to the customer's report, saline leaked from the connection between the catheter hub and the IV line.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-may-2022 h6: investigation summary bd received a used 22 gauge instye autoguard winged unit from lot 1144359 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage to the device. However, the device was tested for leakage and a leak was identified on the catheter tubing near the nose of the adapter. The device was then inspected under a microscope and a small tear in the shape of a partial circle was present on the catheter tubing near the nose of the adapter. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect but could not determine a definitive root cause.